Manufacturer narrative:
The insulin pump passed the displacement, prime/ compromised force sensor and excessive no delivery alarm tests. There was no excessive no delivery alarm noted during testing. The pump was received with no vibration due to broken black vibrator wire.

Event description:
The customer reported via phone call that the pump had no delivery alarm and blank display. The blood glucose at the time of the incident was 115 mg/dl. The customer performed troubleshooting for the no delivery and was able to resolve the issue. However the notes state the pump would not vibrate and troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.